Event description:
It was reported the patient underwent a knee procedure. Subsequently, the patient was revised on an unknown date due to pain and infection after multiple diagnostics. Attempts to gather more information are underway however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00598800500, stemmed tibial component precoat a/p wedged size 5, lot# unk, MDR: 0001822565-2022-00159; 00599401691 femoral component option size f left, lot# unk, MDR: 0001822565-2022-00161; 00597206535 all poly patella standard 35 mm diameter 9.0 mm, lot# unk, MDR: 0001822565-2022-00162.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for the review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Additional associated products: optipac cement with refobacin. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.